Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR #2183959-2011-00504. ''On or about (B)(6) 2006'' the pt had a monarc subfascial hammock implanted. It was reported that following this implant, the pt made ''complaints including increased urinary incontinence and abdominal pain.'' On (B)(6) 2008, it was indicated that the pt ''underwent excision" the monarc subfascial hammock and that this surgery also involved reconstruction of the pt's vaginal canal. It was stated that the pt ''was diagnosed with vaginal pain, exposed infected mesh and urethral scarring.'' It was alleged that the pt ''has been severely and permanently injured.''